Event description:
Per the customer, the metal is damaged, and a piece of metal broke off it intraoperatively. Additional information has been requested from the user facility.

Event description:
It was reported that the tightening knob of a navlock universal tracker adapter was fractured intra-operatively.

Manufacturer narrative:
Corrected data: d3, d5, and g1. D9 and h6 coding have been updated to reflect investigation conclusion. Additional data: b5, h4.